Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device went vent inop. No patient harm reported.

Manufacturer narrative:
The field service engineer confirmed the reported problem and replaced the da-mc ribbon cable. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.